Event description:
New information received notes that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed again. The physician preferred to have a few t-waves still being detected instead of programming even less sensitive settings. The programming changes were made during the device check by the physician.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, device interrogation exhibited at-wave oversensing. Reprogramming was performed. There were no patient consequences reported.